Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: examination of the returned instruments found the trial balls to be scratched and nicked. The root cause is attributed to misuse and heavy usage over time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The returned products shall be retained for future reference. The returned products shall be retained for future reference. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: examination of the returned instruments found the trial balls to be scratched and nicked. The root cause is attributed to misuse and heavy usage over time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The returned products shall be retained for future reference. The complaint was received into the company with the following comment: head trial damaged. It was reported that during the surgery, noted the trial¿s chips fell off as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Examination of the returned instruments found the trial balls to be damaged; heavy scratching and nicks can be seen all over the instrument. This is consistent with heavy usage and being cut with the surgeons scalpel blade. Based on the condition of the instrument, the root cause will be attributed to a combination of misuse and heavy usage over time. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The returned products shall be retained for future reference. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head trial damaged. It was reported that during the surgery, noted the trial's chips fell off as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.